Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2016 with the following findings: investigation revealed no missing display segments in the display screen. The pump powered on and displayed the verify screen. The display was found to function properly. Investigation revealed no missing display segments in the display screen. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (segments missing) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.